Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present while implanted. Mechanical damages found during investigation are attributable to the removal surgery. According to the information received from the field the device was explanted due to a migration of the implant housing from its intended position. This is a final report.

Event description:
The housing of the internal device migrated over time and wearing the external device became uncomfortable for the user due to distance from the pinna. The user was re-implanted on (B)(6) 2023.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The housing of the internal device migrated over time and wearing the external device became uncomfortable for the user due to distance from the pinna. The user was re-implanted on (B)(6) 2023.